Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried bodily fluid throughout the entire insulation. The conductor coil was deformed at 213 millimeters (mm) from the terminal pin due to the suture sleeve tie down. There was a cut noted in the insulation 88 to 90 mm from the terminal pin. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have blood in the insulation during a pocket revision. It was noted that the pocket revision was being done after blood was noted to be draining from the pocket incision. The physician elected to keep the lead implanted at that time and test the patient for an infection. All lead measurements were normal by report. The patient later tested positive for a pocket infection and will be scheduled for a system extraction. No other adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead was later explanted and was returned for analysis.